Event description:
It was reported that during an angiography diagnostic procedure, catheter tip detachment occurred. The physician selected an imager ii diagnostic angiography catheter to view the brachial artery. The device was used, and prior to withdrawal, a guide wire was advanced to assist with removal. At this time, the tip of the catheter broke off inside the patient. The fragment was able to be removed with a snare and the procedure was completed. There was no further patient complication.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).